Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 25 events were reported for this quarter. Product return status: 21 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received. Evaluation status: 18 events were confirmed during testing. 10 devices were found to be affected by corrosion. 8 devices were found to be affected by compromised lubrication. 1 event was not confirmed during testing; however, failures unrelated to the reported event were detected. 2 device evaluations are in progress. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 25 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 4 devices were not available for evaluation. Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing. Additional information 25 devices were not labeled for single-use. 25 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.